Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. Visual inspection upon receiving revealed no external defects or damage. The unit was found to visually and audibly alarm during alert conditions. During simulation testing, the device was found to provide accurate measurements. No performance issues were identified and the reported issue was not confirmed.

Event description:
The customer reported the rad-97 device gives 2 points more in high and low blood pressure. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the rad-97 device gives 2 points more in high and low blood pressure. No patient impact or consequences were reported.